Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on his blood glucose result of 273 mg/dl. The consumer administered 5.2 units of insulin via his insulin pump and subsequently experienced a hypoglycemic event requiring emergent food intervention to raise his blood glucose level. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter will be returned for evaluation. The test strips will not be returned, they were used up by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.